Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 850 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and manual injection, and performed a supply change to address the issue. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer treated with manual injections and intravenous fluids; nature of fluids was not known, and was discharged 5 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.